Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to operate intermittently. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to operate intermittently. The device's lcd screen was replaced to address the issue. During the evaluation, the blower, stirring fan, stirring fan retainer, flow sensor assembly and tubing kit were replaced due to black dirt and dust contamination, the inlet air path assembly and removable air path foam were replaced due to preventive maintenance.